Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: sep 29, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the cartridge tip and plunger rod tip were both slightly damaged. Ophthalmic viscosurgical device (ovd) was observed inside the cartridge. The lens module and handpiece were inspected, and no issues were identified. The lens was visually inspected revealing that the lens was cut in half with both haptics detached and missing and coated in viscoelastic residue. The lens was cleaned and inspected, and damage was observed on the surface of one lens half. No further evaluation was performed. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was fully inserted in the patient's left eye and was found to have only one haptic. The lens was removed and replacement with a backup lens of the same model and diopter during the same procedure. The damage was not attributed to user error. There were no reports of a capsule tear, unplanned vitrectomy, or patient injury. Information regarding incision enlargement, sutures, delay in procedure, medication outside the standard of care, and patient outcome are unknown. The directions for use were followed. No further information was provided.

Manufacturer narrative:
Section a4: weight: unknown; requested but not provided. Section a5: ethnicity: unknown; requested but not provided. Section a6: race: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.